Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room. Interrogation of the device revealed the patient received multiple inappropriate shocks. It was reported that therapy was exhausted in the ventricular tachycardia (vt) zone. Technical services discussed reprogramming options. No adverse patient effects were reported.

Manufacturer narrative:
Detection enhancements were reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.